Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The receiver has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information became available: the product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A transmitter functional test was performed and passed all relevant tests. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.